Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an a-fib procedure, using celsius thermocool rmt, there was a perforation through appendage while ablating on the anterior roof between appendage and left sided veins. Pericardial effusion was discovered through ultrasound and a pericardiocentesis of approximately 500 cc was performed. Patient was stable. When the perforation occurred, the ablation procedure has been performed for less than 25 minutes. Mapping had already been done for about an hour. Rf delivery was not more than 35 watts. The procedure was stopped.